Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 445 mg/dl. The customer¿s current blood glucose value was 218 mg/dl. The customer did not experienced symptoms of high blood glucose level. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had received an error in the motor was detected by reading unexpected value from hall sensor. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.